Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, the stent was to be used as palliative treatment of a malignant lesion in the common bile duct (cbd). Reportedly, the patient's anatomy was noted to be tortuous and had not been dilated prior to the stent placement. There were no visible damages noted to the stent system prior to the procedure. During the procedure, the physician attempted to deploy the stent within the patient; however the stent was only able to be partially deployed. The stent was removed from the patient partially deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, the stent was to be used as palliative treatment of a malignant lesion in the common bile duct (cbd). Reportedly, the patient's anatomy was noted to be tortuous and had not been dilated prior to the stent placement. There were no visible damages noted to the stent system prior to the procedure. During the procedure, the physician attempted to deploy the stent within the patient; however the stent was only able to be partially deployed. The stent was removed from the patient partially deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(4) 2015. The procedure was completed with another wallstent biliary stent.

Manufacturer narrative:
A wallstent biliary stent was returned for analysis. Visual examination of the returned device noted that the stent was partially deployed by 3mm. The t-bar connector was fully detached from the outer sheath and the dark blue outer sheath was kinked at various positions along its length. The fillet of glue was attached to the t-bar connector indicating that it had been bonded to the outer sheath. The stent, holding sleeve and the stent cup were visually and microscopically examined and no issues were noted. A bend was noted in the inner shaft. During the product analysis, the investigator was able to deploy the stent by manually retracting the outer sheath. Device analysis determined that the condition of the returned device was consistent with the complaint incident that the stent was partially deployed. The damage identified were consistent with the application of excessive force to the delivery system. However, it was possible to deploy the stent during analysis. As it was possible to deploy the stent during analysis, the cause of the reported deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on march 10, 2015 that a wallstent biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, the stent was to be used as palliative treatment of a malignant lesion in the common bile duct (cbd). Reportedly, the patient's anatomy was noted to be tortuous and had not been dilated prior to the stent placement. There were no visible damages noted to the stent system prior to the procedure. During the procedure, the physician attempted to deploy the stent within the patient; however the stent was only able to be partially deployed. The stent was removed from the patient partially deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 02, 2015. The procedure was completed with another wallstent biliary stent.

Manufacturer narrative:
(B)(6). Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.